Event description:
Complainant alleged that during the facility's training of the staff with the device, the unit began to charge after a simulated ventricular fibrillation heart rhythm was analyzed, but then the device displayed a "deffib fault 80" message. The device would not shock the simulated ventricular fibrillation rhythm, and then displayed a "defib fault 74" message. The complainant indicated that there was no patient involvement in the reported malfunction. The complainant indicated that subsequent to the event, the facility was unable to duplicate the reported malfunction.